Event description:
It was reported that the right ventricular lead exhibited a loss of capture shortly after implant and the patient became symptomatic. The pocket was reopened and attempts to reposition the lead were unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.